Manufacturer narrative:
(B)(4).

Event description:
Additional information from the consumer reported that the replacement programmer did not resolve her not issue with not being able to feel stimulation. Her appointment with the physician's assistant indicated that the battery in the implant was dead. The patient had another appointment with a health care professional to determine how to move on.

Manufacturer narrative:
Concomitant product: product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3889-28, lot # v621704, implanted: (B)(6) 2011, product type lead. (B)(4).

Event description:
The patient reported not feeling stimulation and the patient programmer (pp) would not connect to the implantable neurostimulator (ins). Not being able to connect with the pp occurred the day prior to the report. It would not do telemetry with or without the antenna. Not feeling stimulation occurred within the last week. She currently took oxybutynin and had tried detrol and vessicare but none had really worked. The patient had a fall in (B)(6) 2015 and landed on her hip pretty good this summer, but did not notice any change in the therapy. The patient had turned stimulation off for a good part of the summer, then one day she was out washing windows and going in every 20 minutes. The patient turned it on and it felt like it did sooth and did help but she still went too often. The patient's relevant medical history includes urinary dysfunction/sacral nerve stim. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.